Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead had exhibited high impedance measurement. No patient symptoms or intervention was reported.